Event description:
Boston scientific received information that following an inappropriate shock for atrial fibrillation (af), there was limited electrogram information. The episode contained three anti-tachycardia pacing (atp) and had exhausted eights shocks. Only the first atp was shown. It was discussed that the episode was so long that the electrogram only saved the first and last two minutes. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.